Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 91 millimeters (mm) from the terminal pin. Visual inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.